Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient was hospitalized with diabetic ketoacidosis while on the pump. The reporter did not provide a specific blood glucose level, but stated that the patient was in the intensive care unit with diabetic ketoacidosis. The reporter was unable to provide any further specifics of treatment that the patient received while hospitalized. The reporter was unable to provide any troubleshooting at the time of the call. A customer technical support representative attempted to contact the patient regarding this issue, but was unable to reach them. This complaint is being reported based on the allegation that the patient was hospitalized with diabetic ketoacidosis and the pump could not be ruled out as a contributing factor.